Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose was 400 mg/dl. The customer stated that they can't upload to carelink, they were in the pool but can't hear the alarm, they hadn't able to lower their blood glucose to 400. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discussed timing leading to alert and calibration protocol. The customer was advised to remove and change out the sensor. The customer was advised that we would ship sensors and will going to attempt to assist with carelink.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.